Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room due to a vibratory alert. Episodes of non-sustained oversensing were observed. The physician believed the episodes were due to crosstalk. No intervention has been performed. The device will continue to be monitored. The patient was in stable condition.